Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the wires were disconnected between the pc board and the control panel, causing the breath alarms not to function, which confirmed the original complaint issue.

Event description:
Dealer states the unit has no lights on.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states the unit has no lights on.